Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -7.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to low vault without rotation. The problem was resolved. Reportedly, "due to the psychological factors of patients, they cannot accept the replacement of the product body."

Manufacturer narrative:
(B)(4). Claim# (B)(4).